Manufacturer narrative:
Cec re-adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient is a previous smoker with a medical history of mi and pci. During the index procedure three resolute onyx stents were implanted; two in the lad and one into the 1st diagonal. Cec adjudicated the event date as same date as index procedure. The lad and 1st diagonal indicated mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad and 1st diag were treated. One day post index procedure it was reported that the patient's cardiac enzymes were elevated. Cec assessed the mi event as non q wave mi (target vessel), mdt extended, historical peri-pci. Cec also assessed stent thrombosis as no event.